Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil at the connector region. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead failed to capture. During a scheduled lead revision procedure, the helix of the rv lead failed to extend after the lead was repositioned. An attempt to extend the helix outside the patient's body was also unsuccessful, even after tissue was cleaned from the helix. The rv lead was explanted and replaced. The patient was in stable condition.